Manufacturer narrative:
It was reported that getinge field service engineer (fse) while on site for repair of fiber optic issue found cardiosave intra-aortic balloon pump (iabp) safety disk was over 6,000,000 cycles. A safety disk was replaced. Product passed all functional and safety tests per factory specifications. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received safety disk with a reported unit failure of fails the pneumatic leak test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number safety disk into the cardiosave test fixture serial number and tested the safety disk to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual revision r. After performing the all-manifold tests, the fat dept. Was able to replicate the failure of the safety disk failing the pneumatic leak test. The safety disk failed the membrane differential pressure test, with a result of 7mmhg. The factory specification is +-6 mmhg. The safety disk failed testing. Retaining the safety disk in the fat dept. Per procedure number 0002-07-d008 rev.ar. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported while the getinge field service engineer was on site preforming the checkout/preventive maintenance of a service for a fiber optic issue, that out of the box, the cardiosave intra-aortic balloon pump (iabp) safety disk was leaking. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.